Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p)'s right atrial autothreshold (raat) test was suspended. It was noted that there were no measurements for four days in a row. Technical services (ts) reviewed the reports and could not find a reason why the raat test was suspended as there were no latitude reports for several months. The device was subsequently explanted due to infection. No adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p)'s right atrial autothreshold (raat) test was suspended. It was noted that there were no measurements for four days in a row. Technical services (ts) reviewed the reports and could not find a reason why the raat test was suspended as there were no latitude reports for several months. The device was subsequently explanted due to infection. No adverse patient effects were reported.